Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model with same diopter but a non toric lens was implanted indicating the correct lens power was not implanted initially. As per physician's opinion, there is no issue with lens and it was just not a fit for patient.

Event description:
A non-healthcare professional reported about a lens explant within a month from initial procedure due to patient still had astigmatism. The replacement details were not provided.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).